Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated to the motherboard. Further testing was not performed due to the frozen display.

Event description:
It was reported that the insulin pump had unresponsive buttons. Troubleshooting was performed. It was stated that the buttons still did not respond and the alarm could not be cleared. No further info was provided.